Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal, worn uso seal, lens and battery door. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The device failed at 8.4 percent. The cause was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump over infused. The event occurred during testing. No patient injury was reported.